Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in track, yes(19) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported "device jammed" during surgery occurred due to body fluids in cartridge and track which impeded feeding of following staple into nose. Instrument was received with no staple loaded in nose with driver adhered to staple track with dried body fluid. Dried fluids were extricated and device was cycled and misfired once due to having no staple in nose and then fired remaining 19 staples well formed. No deformity could be identified during testing.

Event description:
It was reported the device was used during a hernia procedure. It was reported by the affiliate that the device jammed. There was no pt consequence. Additional info rec'd on 09/16/97. It was stated by the affiliate that the product code was an ems.